Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 235 mg/dl and a bolus was delivered. Customer alleged pump was not delivering the right amount of insulin. System check was performed with tandem technical support. Small air bubbles were found in the tubing. The customer declined further troubleshooting.